Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the lead dislodged. The lead was removed. A new lead was implanted instead. No patient complications have been reported as a result of this event.